Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision of a mom pinnacle 40mm liner. Doi: unknown, dor: (B)(6) 2021, affected side: left hip. Additional event information can you confirm the primary surgery date or the original implantation date? What is the reason for revision? Was the patient experiencing any adverse symptoms that led to the revision surgery? Answers: no info. Pain and pseudo tumor on workup studies.